Event description:
The customer contact reported backflow of solution from the secondary container into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver 800 ml of 5% dextrose in 0.45% normal saline, at a rate of 75 ml/hr, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of cefazoline 1 gm/50 ml, at a rate of 100 ml/hr. The primary solution container was hung lower than the secondary solution container. It was reported prior to starting delivery, the nurse noted backflow of solution from the secondary solution container into the drip chamber of the primary tubing set. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.